Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to pace. Complainant did indicate that there was adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (medical device problem code). Zoll medical canada evaluated the device and the customer's report was not replicated or confirmed. Review of the device logs showed pacing began about 30 minutes into the case, with pads and leads recognized and ECG displayed. Shortly after pacing started, two "pacer: output out of range" errors occurred, after which the device stopped recording a pacing output for the remainder of the case. Although such errors can occur with poor pad-to-patient coupling, the log did not show pad toggling or other indicators of poor coupling. A "lead fault" and later a "pads off" message were also recorded, but the cause is undetermined. The returned device and accessories tested within specification and successfully achieved electrical capture without reproducing the reported issue. Due to the error observed in the log, the pace/defib engine board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to capture the patient's heart rhythm. Complainant did indicate that there was adverse effect to the patient due to the reported malfunction.